Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: a surgeon found it could not dissect the tissue well. New one was opened to complete the case with no problem. No patient harm.